Event description:
It was reported the customer received a compromised force sensor system alarm during a prime. The customer also reported insulin was squirting out of their tubing. Customer's blood glucose was 143 mg/dl. Troubleshooting found the insulin pump took a long time to prime during the fill tubing process. It was also found the correct bolus amount was not recorded in the bolus history during troubleshooting. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify prime alarm due to motor error alarm. Motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.